Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. The reported deflation issue could not be tested due to the condition of the returned device. There was no report of any damage noted to the stent delivery system (sds) during inspection or preparation of the device, which suggests that a product quality issue did not contribute to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty to remove, detachment of the device, foreign body in patient and the subsequent treatments appear to be related to circumstances of the procedure. The attempt to remove the sds with the balloon still inflated through the guide catheter likely contributed to the reported difficulty removing the device, noted stretched inner/outer member and torn/stretched material at the guide wire exit notch, ultimately causing the balloon to detach and shaft to separate. The reported patient effect of occlusion is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Medical devices: inflation device: indeflator, guide catheter: microcatheter, other: 20/50 cc leverolock syringe. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosis in the proximal to mid left anterior descending (lad) coronary artery. A 3.0x38mm xience xpedition rx stent delivery system (sds) was advanced and the balloon was positioned in the lesion. The balloon was inflated at nominal pressure to deploy the stent, and then the balloon was deflated. The balloon was inflated a second time at nominal pressure and fully apposed the stent against the vessel wall; however, the balloon did not deflate after the second inflation. Negative pressure was used multiple times attempting to deflate the balloon. The indeflator was changed out for a non-abbott syringe, but the balloon still completely failed to deflate. A microcatheter was then advanced and an attempt was made to pop the balloon with a harder guide wire, but the balloon still did not deflate. Finally, an attempt was made to pull the balloon into the non-abbott guiding catheter, and the shaft separated where the shaft and balloon are connected, with the guide wire also trapped inside the balloon. The sds was retrieved from the patient through the guiding catheter, but the separated balloon with the guide wire remained in the patient, with the proximal part of the balloon near the ostio-proximal lad. The balloon completely occluded the lad, and the patient immediately had a temporary pacemaker inserted and was put on an intra-aortic balloon pump (iabp). The patient was sent to emergency surgery, where a coronary artery bypass graft (CABG) was performed in the left internal mammary artery to lad. The patient continued to be on iabp and was intubated following the CABG. No additional information was provided.